Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation, and posterior leaflet flail. Two mitraclips were successfully delivered and deployed, reducing the mr to trace. On (B)(6) 2024, recurrent mr was noted. Per physician, the event was not serious. There was no hospitalization and no medical intervention due to the event. The event was deemed possibly device related, however, there was no malfunction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
(B)(4) - repair mr ide study, patient ID: (B)(6). It was reported that on 11september2024, the patient presented with degenerative mitral regurgitation, and posterior leaflet flail. Two mitraclips (cds0706-xt, 40528a1089 and 40528a1090) were successfully delivered and deployed, reducing the mr to trace. On 10october2024, recurrent mr was noted. Per physician, the event was not serious. There was no hospitalization and no medical intervention due to the event. The event was deemed possibly device related, however, there was no malfunction. No additional information was provided regarding this issue.